Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. The vessel locator wings were open when the device was removed and surgery was required to repair the artery. Hemostasis was achieved with manual compression and pressure bandage. No additional information available.

Manufacturer narrative:
The device has been received, however, the investigation has not been completed. The lot number was provided and review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information.